Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was approximately 300 mg/dl. Reportedly, the customer will continue to use the pump for insulin therapy.